Event description:
Respond edge study. It was reported that 3rd degree atrioventricular(av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve. Repositioning of the lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus was not successful. On the same day post index procedure, the subject developed 3rd degree av block. It was further reported that the patient was discharged home two days post index procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Patient identifier: (B)(6). (B)(6).

Event description:
Respond edge study. It was reported that 3rd degree atrioventricular(av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The aortic valve was treated with subsequent deployment of a 25 mm lotus edge valve. Repositioning of the lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus was not successful. On the same day post index procedure, the subject developed 3rd degree av block.